Event description:
Revised. This is filed to report a tear in the steerable guide catheter (sgc) soft tip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) was prepared per the instruction for use (IFU) without issue and there was no damage noted. However, shortly before the steerable guide catheter was inserted into the patient anatomy, the soft tip was noted to be cracked [torn]. The sgc was not used and exchanged for a new sgc. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported cracked/torn soft tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from the lot. All available information was investigated and a cause for the reported cracked/torn soft tip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6: health effect - impact code 2645 removed, impact code 2199 added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a tear in the steerable guide catheter (sgc) soft tip. It was reported that after preparation of the steerable guide catheter (sgc) it was noted that the tip was damaged with a little crack. Therefore, the sgc was not used in the patient anatomy and exchanged for a new sgc to be used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.